Manufacturer narrative:
Update from ict module to ict sample diluent. A field service representative resolved the issue by performing maintenance and replacing fluidic parts. The architect c8000 service history verified no additional reports of erratic or discrepant results have been received since field service performed maintenance and replaced parts to resolve the issue. A review of architect c8000 tracking and trending data for clinical chemistry systems revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The architect system operations manual provides the customer information with regard to maintenance, component replacement, limitations of result interpretation, and troubleshooting the complaint issue. The field service representative did not identify a specific likely cause for the issue. The field service representative resolved the issue by performing troubleshooting which included replacing multiple used parts and performing maintenance. Based on the evaluation, the architect c8000 system is performing as intended.

Event description:
The customer stated a low sodium result was generated on the architect c8000. A patient ((B)(6)) generated a result of 117 meq/l on the architect. The sample was processed on a gasometer, yielding a result of 136 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4); (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process